Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced confusion and was feeling exhausted. He consumed large amounts of fast acting sugars based on a false cgm value, which led to hyperglycemia with a bg of 31 mmol/l while the cgm was reading 2.2 mmol/l. He tried multiple calibrations which did not resolve the discrepancy. He went to the hospital where he was hydrated and treated with insulin. His insulin pump was working properly; the catheter was changed, and the problem determined to be only with the cgm. The patient recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6). No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.